Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead malfunctioned. Both leads were explanted and successfully replaced with a leadless pacemaker. The patient's status was unknown.